Manufacturer narrative:
B5 was updated based on the additional information received on january 14, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during an attempted deployment transgastric to the stomach. Block h11: according to information received from the complainant on january 14, 2025, confirming that the stent was implanted transgastric to pancreas.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was stuck in the sheath, and the stent did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The complainant reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." ***additional information received on january 14, 2025*** it was reported that the stent was implanted transgastric to pancreas.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during an attempted deployment transgastric to the stomach.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was stuck in the sheath, and the stent did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The complainant reported that the handle was rotated as the device was luer locked to the scope. Ar code 5191:2457 (use of device issue - user error) has been applied. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."